Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received screw was found stripped/ worn at the threaded shaft in a manner that anodized layer is partially disappeared. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot: part: 04.005.522. Lot: l511151. Manufacturing site:mezzovico. Release to warehouse date: 09. Aug.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received screw was found stripped/ worn at the threaded shaft in a manner that anodized layer is partially disappeared. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot, part: 04.005.522, lot: l511151, manufacturing site: (B)(4) release to warehouse date: 09. Aug. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the thread of the locking screw did not work. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm for im nails. This is report 1 of 1 for (B)(4).